Manufacturer narrative:
The account indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The IFU (instructions for use) instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Additional follow up attempts were requested. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient did not have additional surgery. The lens was removed and a new one was placed during initial procedure. The same lens size was put in.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse manager reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the iol was found to be defective and it was explanted. Patient was left aphakic and sent home, and the surgery was planned. There are four medical device reports associated with this patient. This is 4 of 4. Additional information was requested, but further no information was available.